Manufacturer narrative:
The product involved in the report has been returned and is being processed for evaluation. A review of the device history record is not possible as no lot number was provided. All information reasonably known as of 15-aug-2023 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.

Event description:
It was reported there was an "ngt (nasogastric tube) break in an infant. It was found incidentally on x-ray and it was post pyloric but fortunately [the clinicians] were able to remove it intact at the bedside and saved endoscopic removal. The tube broke at the "9th cm from the end (in the child)." There was no reported injury. Additional information received 01-aug-2023 stated the ngt was in place 22-days prior to the reported event. The tube was placed with a stylet and was flushed with 10ml of water through the side port to activate the internal lubricant prior to stylet removal. The nurse reported that tube was ¿sluggish¿ that morning after giving meds therefore required extra flushing. The device initially appeared fractured on x-ray so patient was made npo (nothing by mouth) overnight with a plan to retrieve the device endoscopically on (B)(6) 2023 however that morning the clinicians attempted to pull it out prior to procedure and the tube came out in 1 piece (with a rip).

Manufacturer narrative:
H10- h6: appropriate term/code not available: user/incorrect use. The subject sample device provided was evaluated and confirmed tubing expanded to form a balloon shape which burst causing a separation of the tube, since the distal side appeared clogged with an unknown dried foreign material. However, process evaluation and tools are in right conditions and there were no activities that could identified the cause of this type of damage in this particular device incident. The reported failure is more likely associated to the misuse of the product. Instructions for use calls for: tube maintenance: follow your institution/facility/hospital protocol or clinician¿s order. It is recommended the tube be irrigated every 4 hours with up to 20 ml of water (up to 10 ml for infants or children) before and after medication administration or when feeding formula is interrupted. Warning: vigorous syringe force should not be used to irrigate, administer liquids or unblock the tube. The feeding tube should be monitored, regularly assessed, and replaced when clinically. The root cause was use related. All information reasonably known as of 12-sep-2023 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.